Event description:
Some customers have reported receiving leaking bottles of alkaline wash solution buffer (list number 9d31-20, lot number 49059un14). The customers stated the caps on the alkaline wash solution bottles were loose, resulting in wet packaging and partially empty bottles. Crystallization was noted as present around the cap. Alkaline solution is corrosive and the operator can be exposed when the bottle is leaking. There is potential for a chemical hazard to occur, severe burns on skin and mucous membrane may occur. Only one lot, distributed worldwide, is impacted (49059un14). No user injuries have been reported due to this issue. No impact to patient results or patient management has been reported due to this issue. A product recall was issued under 21cfr806 and reported to FDA dallas district on may 11th, 2015.

Manufacturer narrative:
(B)(4). A product deficiency was identified through an expanded investigation. The issue was determined to be due to a loose alkaline wash solution bottle cap that may have leaked during shipment. The following corrective and preventive actions have been taken: - a product recall letter was issued to all customers who received the affected lot. The letter instructs them to discontinue use and dispose of any remaining in-use or inventory bottles showing signs of leakage or loose caps. The letter also instructs the customers to continue the use of the product following the precautions per the architect system operations manual and the safety data sheet if signs of leakage are not observed. - a quality hold was issued 27 apr 2015 for all inventory still within manufacturer control to prevent distribution. Replacement inventory is available as of 22-apr-2015.